Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned jrny ii cr lkg fem imp bumper rt. The bumper fractured into two pieces. Both pieces were returned for evaluation. The device exhibits signs of significant use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during a tka surgery a jrny ii cr lkg fem imp bumper rt broke in half upon impaction of femoral implant (outside the patient). All pieces were accounted for, and it was confirmed that none entered the patient. No significant surgical delay was reported as the procedure was concluded with the same device. No patient injury was reported. No other complications were reported.

Event description:
It was reported that during a tka surgery a jrny ii cr lkg fem imp bumper rt broke in half upon impaction of femoral implant inside the patient. It is unknown if pieces of the a jrny ii cr lkg fem imp bumper rt entered the patient. No significant surgical delay was reported as the procedure was concluded with the same device. No patient injury was reported. No other complications were reported.